Manufacturer narrative:
H3: one device was returned for analysis with report of a delaminated downstream occlusion (dso) seal. Visual inspection was performed, and it was found that the dso seal was peeling back. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
A device was returned with report of excessive corrosion, fluid damage on the bottom of the battery compartment, in addition to having a bubbled and delaminated downstream occlusion (dso) seal. Per reporter, this was discovered during testing and there was no patient involvement. Evaluation of the returned device showed that the dso seal was peeling back off of the pump.